Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 255 mg/dl. The user addressed the bg level with a bolus via the pump. During troubleshooting with tandem's technical support, it was determined that the user was able to tighten the luer lock connection slightly. At the time of the report, the user's bg level was 155 mg/dl.